Manufacturer narrative:
Block a clarification) the alleged malfunction had the potential to lead to harm because the system or part moved in such a manner as to pose a risk of mechanical harm to the user (and not the patient). In this case, the user was the surgeon. The patient demographics were collected and reported on the MDR in order to identify in which specific surgery this event took place. There was no actual impact to the surgeon or patient due to this alleged malfunction. The surgeon contact information is as follows: (B)(6). Return requested for tracker. No parts have been received by manufacturer for analysis. A medtronic representative, following up with the site, reported that the instrument was deemed not damaged and is being used normally by the customer.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's tracker was binding with several other instruments and not rotating freely when used with power drill. No further details regarding the issue, or when in the procedure it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on user or patient outcome.